Manufacturer narrative:
It is reported the final screwdriver will not be returned to the manufacturer. Without a product return, no product evaluation is able to be conducted. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported during the implant removal surgery after successful treatment the final screwdriver broke while removing a blocker. The broken part fell in the patient and was retrieved with general surgical instrument (forceps). The surgery was delayed ten (10) minutes and the patient did not retain a foreign body. The surgery was completed using another final screwdriver.